Event description:
It was reported that the lesion was located in the non-tortuous, mildly calcified, narrow proximal right coronary artery. A non-abbott 5f guiding catheter was used for access to the lesion. After advancement of the bmw universal guide wire, predilatation was performed with a 2.0x15 mm trek balloon at 16 atmospheres. A non-abbott stent was placed at the lesion successfully and post dilatation was performed with a 5.0x12 nc trek, twice, inflating the balloon to 15 atmospheres first and 18 atmospheres for a second time. Everything went well so far, with no problems deflating the nc trek balloon; however, after deflation, difficulties were experienced retracting the balloon back through the guiding catheter. The nc trek was once again inflated slightly and deflated; however, it was not possible to remove the balloon through the guiding catheter. The balloon and guiding catheter were removed together from the patient. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek balloon catheter noted that the balloon catheter was returned advanced through a non-abbott 5fr guiding catheter. A non-abbott inflation device was returned attached to the balloon catheter hub. The inflation device was used to inflate the balloon to 18 atmosphere (atm) and after pulling negative pressure, the balloon fully deflated. An attempt was made to remove the balloon catheter from the non-abbott guiding catheter and the balloon could not be pulled through the guiding catheter tip, thus confirming the reported complaint. A test indeflator was used to inflate the balloon to 18 atm and after pulling negative, the balloon fully deflated. An attempt was made to remove the balloon catheter from the non-abbott guiding catheter and the balloon was pulled through the guiding catheter tip, but the distal end of balloon catheter became frozen at the luer portion (proximal end) of the guiding catheter and could not be removed. It should be noted that the nc trek instructions for use states that with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. In this case, a 5f guiding catheter was used which may have contributed to the reported difficulty to remove. It is possible that the 5f guiding catheter selection may have been too small and the device interacted with the inner diameter post inflation and deflation during withdrawal. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middle weight universal, guide cath: mb 1 5f, stent: promus element. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.